Event description:
A malfunction alarm was reported, identified by the code "malf 12". There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.